Event description:
An altitude alarm was reported for the pump. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide this information. The customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge. Technical support provided tips for preventing future altitude alarms, which the caller understood and acknowledged.